Event description:
It was reported by the (B)(6) there is a facility using cidex® opa solution past its expiration date and/or its 14-day reuse period, and the health department is investigating the incident. They state the alleged facility indicated the cidex® opa test strips are still passing. Per the instructions for use (IFU), cidex® opa solution must be discarded after the expiration date on the outside of the bottle and after its 14-day reuse period even if the cidex® opa test strip indicates a concentration above the minimum effective concentration (mec). The name of the facility is unknown, and the health department indicated they are unable to release any information regarding the facility and the investigation. No known serious injuries have been reported. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer uses expired cidex® opa solution and/or beyond its 14-day reuse period.

Manufacturer narrative:
Method: actual device not evaluated. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, supplier analysis, complaint trending, retains testing, system risk analysis (sra), visual analysis, and functional analysis. The batch history record was not reviewed as the lot number was not available. The supplier was not notified as this was not identified as a manufacturing or functional issue. Complaint trending was not reviewed since the lot number was not available. Retain testing was not performed as the lot was not available and the issue was not identified to be a manufacturing or functional issue. The sra was reviewed for exposure to biohazardous, pathogenic, or infectious material and is considered to be "low". Visual analysis was not performed as the product was not available for return. Functional analysis was not performed as the issue was not identified as a manufacturing or functional issue. The assignable cause of the issue is failure to follow instructions. The issue will continue to be tracked and trended.